Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm during prime and had unexpected restart a cold reset was performed alarm. The customer blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had motor error. The customer reported that the insulin pump was not bumped or dropped. The insulin pump will not be returned for analysis.